Event description:
It was reported that the external pulse generator shut off as soon as the battery drawer was opened. It did not continue to pace at all. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the battery contacts were compressed, and the battery drawer was contaminated. Further analysis was performed on the main pcb. This analysis confirmed that the battery removal failure was caused by a capacitor component failure. (B)(4).